Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was explanted because of erosion. The transvenous defibrillation lead remains implanted.